Event description:
The customer contacted philips healthcare to report that the device displayed a "service unit" message. There wa no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.